Event description:
It was reported that during follow-up, episodes of non-sustained over sensing and noise were noted. No intervention was performed. The physician decided to monitor the patient. The patient's condition is good.

Manufacturer narrative:
(B)(4).